Manufacturer narrative:
Concomitant medical products: product ID 5076 lead, implanted: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and the implantable pulse generator (ipg) exhibited an inappropriate mode switch. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.